Manufacturer narrative:
H10: the actual device was not available; however, two retained samples and a photograph were provided for evaluation. The photograph was reviewed and showed a disconnection between the tube and the chamber. Visual inspection of the two retention samples was performed, and no defects were noted. All junctions underwent a push-pull test, and no disconnections were noted. An underwater leak test and air passage test were performed, and no leaks and blockages were identified. The reported condition was verified through the photo sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip pot of a flow regulator set fell off. This was discovered prior to patient use. There was no patient involvement. No additional information is available.